Event description:
Swelling was additionally reported. Patient also experienced emotional distress such as "pain, suffering, emotional trauma, depression, anxiety, permanent disfigurement, loss of life expectancy." The device has been explanted.

Manufacturer narrative:
The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is due to lymphoma and rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient's representative reported a patient experienced left side rupture ¿with two large fluid collections.¿ drainage was performed as treatment but seroma recurred 9 days later. An aspiration cytology concluded positive results for ¿bia-alcl.¿ pathological markers were not provided. Patient concomitantly had nipple-areolar reconstruction with grafts and tattoos at the time of implant. The device remains implanted.